Manufacturer narrative:
As no further information is expected this investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a device replacement procedure, visual inspection revealed insulation damage on the pace/sense portion of this lead near the device header. A decision was made to replace this lead. The lead was removed, replaced and no return of product is intended. No adverse patient effects were reported.